Event description:
During the middle of the surgical procedure, the precise bipolar pyramid tip forceps instrument became stuck to the cannula. When attempting to remove the instrument out of the cannula, a small piece of the instrument fell into the pt and another small piece fell into the cannula. The surgeon retrieved both instrument pieces and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.